Manufacturer narrative:
This report is for unknown 5.0mm locking screws x 2. Incomplete part number was reported (02.231.2xx). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
It is reported that patient was treated on (B)(6) 2012 with open reduction internal fixation (orif) right femur above total knee replacement and below long hip stem. After 15 months, patient presented back in clinic with non-union and broken hardware from the orif. On (B)(6) 2013, patient was returned to or for hardware removal, and revision orif. This report is for unknown 5.0mm locking screws x 2. Incomplete part number was reported (02.231.2xx). This is report 2 of 3 for complaint (B)(4).